Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. The user believes the balloon was positioned in a relatively distal area in the pv based on the fluoroscopic and endoscopic images. The patient was released from the hospital without prolonged hospitalization and was reported on (B)(6) 2019 to still be asymptomatic but without recovery of the phrenic nerve.

Event description:
Phrenic nerve paralysis during a pulmonary vein isolation (pvi) procedure performed under general anesthesia. After treatment of the left sided pulmonary veins (pv) the catheter was positioned in the right superior pv. During energy delivery it was noticed that movement of the diaphragm stopped along with an increase in the compound muscle activation potential (cmap). Energy delivery was stopped and the phrenic nerve was monitored while touch-up ablation was performed in the left superior pv. No electrical conduction in the right inferior pv was found so the procedure was stopped. The phrenic nerve had not recovered at five days post-procedure although the patent was asymptomatic.